Event description:
S: registered nurse (rn) and respiratory therapist (rt) at bedside for routine cares before 2000. Patient (pt) started to poop (audibly and visibly confirmed) and then started to desat to 70s. Ventilator reading 1.5ml vt (tidal volume) and etco2 intermittently reading 40cmh2o and 8cmh2o. Attempted to suction, scant secretions. Vent reading airway obstruction, check neoflow. Neoflow recalibrated. Vent still reading airway obstruction, pt placed on t-piece and bagged 15/5, then 20/5, then 30/7, then 40/10 no chest rise. Medical team called to bedside d/t pt brady with desat to 50s. No chest rise audible. Ett (endotracheal tube) pulled and pt ventilated via bag mask successfully. Pedicap inserted with positive color change. Sats and hr (heartrate) back up immediately with ppv (positive pressure ventilation) via t piece/ambu mask. After pt had respiratory drive as well as hr and sats wnl (within normal limits), rt inspected ett and saw yellow mucus plug at the end of it. Per medical team, due to pt's previous minimal vent settings and positive respiratory drive, decision made to keep pt on vn on CPAP (continuous positive airway pressure). When attempting to perform niv (non-invasive ventilation) circuit check, ventilator did not calibrate. Upon observation, rt noticed inspiratory and expiratory limbs were switched. This was corrected. Vent still did not calibrate, so vent switched out for a new one. Pt placed on new vent, which did pass for the niv circuit check, CPAP of +5 and then +6 based on cxr, 21%. B: current process when circuiting ventilators is to have a checklist and calibrate the circuit and the ventilator. It is possible for ventilators to pass these checks even when the inspiratory and expiratory limbs are switched. The rt that sets up the vent then signs a paper and puts it on top of the vent. This paper is often thrown away when the vent is applied to the pt. Ventilator found with swapped circuit limbs (exp limb on inspiratory outlet, bypassing active humidification). Heater temp operating wnl (within normal limits) and no alarms noted by author or prior assigned rcps (respiratory care practitioners). Rt stated that the ventilator did not malfunction. It passed calibration off patient after recircuiting. For this reason, the incident is reclassified to "policy, procedure, process not followed". A: patient arrived at facility and placed on vn500 babylog at 1700. It can be assumed that the inspiratory and expiratory limbs were switched on vent for the entire time. Therefore, pt was not getting humidified air. Therefore, pt likely had thick mucus plugging of ett due to lack of humidified air through the ventilator. This detail was missed by multiple rts (including the writer) for 48 hours. R: change the process of ventilator set ups to require sign off by 2 rts. Other ideas include putting a row in epic that confirms that inspiratory is the blue limb and expiratory is the white limb, or keeping a permanent log of who recircuits each vent so that employee can be retrained on the correct way. Another idea is to have equipment techs clean, turn around, and recircuit ventilators as often rts are working on this and then will be called away for pt care, and the vent will either sit half-finished until that rt can come back to it or it will be finished by another rt. This event had severe temporary harm.